Event description:
Additional information reported the patient had "issues with the placement of new pump in (B)(6) 2013" and had been in and out of ho spital for it.

Event description:
It was reported the patient had some "serious issues with pump" in the past that seemed to be coming back. The pump contained baclofen.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237-2014-01579. (B)(4).